Event description:
It was reported that the physician was implanting a helex septal occluder to close an asd (atrial septal defect). The defect was balloon sized to be 7.5mm, so a 20mm device was implanted. The following day the device appeared to be malpositioned on the right atrial side with a significant left to right shunt. The device was snared out and a new 25mm helex device was successfully implanted. The pt was doing well following the procedure.

Manufacturer narrative:
Method - a review of the MFR paperwork has been conducted. Results - the review of the mfg paperwork verified that this lot met all pre-release specifications.